Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1156t competitor implantable pacing lead 2009 (B)(6); (B)(4) competitor implantable tachy lead 2009 (B)(6). (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.